Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture and did not turn on. Customer's blood glucose level was 129 mg/dl at the time of incident. Customer stated that the even after replacing the battery the display was blank. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, active current measurement and displacement test. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board 1 during visual inspection. However, device received with a high sleep current measurement due to moisture damage electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked battery tube threads and minor scratched lcd window.